Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A technical support specialist identified that several services (rss and all bd services) were not running after a system restart. Attempts to start the remote support services (rss) resulted in timeouts when trying to connect. A server reboot successfully restored the rss connection. All services were able to start except for datasync 2.0, which failed with error 1053. Event viewer logs revealed .net-related errors. Investigation showed that the site¿s .net framework had been removed during the initial failure. After addressing the framework issue, services were restored, and stations were syncing properly with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patient was not crossing over the station. There were no adverse events or injuries reported based on this event.